Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient was hospitalized and upon interrogation it was revealed that their cardiac resynchronization therapy defibrillator (crt-d) had delivered ineffective anti-tachycardia pacing during an arrhythmia. As no shock had been delivered by the crt-d, the hospital externally defibrillated the patient. Later the crt-d exhibited two codes, code 1004 which is indicative of a shorted shock lead and code 1007 for an exceeded charge time. Immediate surgical intervention was performed and the crt-d was explanted and replaced. The rv lead continues to remain in service with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this cardiac resynchronization therapy defibrillator (crt-d) was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.